Manufacturer narrative:
A revision procedure was performed and the rv lead pace/sense portion was abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a pacing impedance measurement greater than 3000 ohms for approximately one year. All other measurements were acceptable. It was suspected the lead tip was fibrosed. No adverse patient effects were reported.